Manufacturer narrative:
The following functional tests were performed: results of functional testing confirmed the speaker had no sound in mt56060 tool, and speaker was defective. The customer's allegation was confirmed, there was no sound coming from the speaker. The speaker has been replaced per current process and the device has been reported to be working to specification. The investigation concludes that no further action is required at this time.

Event description:
This report is based on information provided by the philips authorized repair facility and has been investigated by the philips complaint handling team. It was confirmed during bench testing that the mx40 1.4 ghz smart hopping device presented no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.